Event description:
According to the reporter, during a procedure, the surgeon noticed that the jaw tip had bent back. No parts fell into the patient cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaws were damaged. Pieces of the overmold was missing.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were damaged. Pieces of the overmold appeared to be missing. The devices cord plug was cut off and not returned. It was reported that there was an alarm activation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to a drop, or using an the wrong sized trocar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.